Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported no output on an ECG monitor for approximately 2 seconds subsequent to the patient being cardioverted. Atrial pacing resumed about 20 seconds later. The physician noted that the cardioversion paddles were not placed over the device.